Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1918902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor used a 6f-7f mynxgrip vascular closure device (vcd) after percutaneous coronary intervention (pci) case and tried to stop the bleeding, however, the white tube tip was damaged and could not enter the sheath; the "sealant sleeve" was damaged. The procedure was completed and hemostasis achieved using another unknown mynx device. There was no reported patient injury. The procedure used a retrograde approach. The user was mynx certified. The femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The device was removed from the package as per the instructions for use (IFU). The shuttle handle was not displaced. The sealant sleeve was out of position. The sealant was not exposed. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, the doctor used a 6f-7f mynxgrip vascular closure device (vcd) after percutaneous coronary intervention (pci) case and tried to stop the bleeding, however, the white tube tip was damaged and could not enter the sheath; the "sealant sleeve" was damaged. The procedure was completed, and hemostasis achieved using another unknown mynx device. There was no reported patient injury. The procedure used a retrograde approach. The user was mynx certified. The femoral artery¿s suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The device was removed from the package as per the instructions for use (IFU). The shuttle handle was not displaced. The sealant sleeve was out of position. The sealant was not exposed. The sheath was not kinked/bent upon removal. There was no visible bent/damage in distal end of the balloon shaft after removal. Excess force was not applied during insertion. Other procedural details were requested but are unknown, unavailable, or not applicable. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle, covering the balloon¿s proximal tip. The stopcock was open. The advancer tube was found inside the shuttle cartridge tubing as received. The syringe was not connected to the device. The returned device¿s atraumatic wire distal tip was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. The procedural sheath was not returned with the device. Per functional analysis, the shuttle was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab introducer sheath without issue. The procedural sheath was not returned; therefore, a simulated test to determine whether there was damage to the procedural sheath that could have contributed to the reported failure could not be made. Per microscopic analysis, visual inspection at high magnification showed no kinks/damages on the returned device¿s atraumatic wire distal tip, nor in the sealant sleeve or in the advancer tube¿s distal end. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively be determined. The returned device performed as intended and no visual damages or anomalies were observed. Procedural factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, flush the procedural sheath with sterile heparinized saline. The IFU also instructs if using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.